Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when a second coil was being placed in the aneurysm located in anterior communicating artery (acom), the distal tip of the coil became entangled with the coil previously implanted. Upon several attempts to remove the coil with the microcatheter, the coil stretched and subsequently detached prematurely. The coil protruded into the parent artery; therefore, a stent was deployed to secure the coil. The patient was reported to be fine.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the coil was confirmed to be in good condition prior to use. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that when a second coil was being placed in the aneurysm located in anterior communicating artery (acom), the distal tip of the coil became entangled with the coil previously implanted. Upon several attempts to remove the coil with the microcatheter, the coil stretched and subsequently detached prematurely. The coil protruded into the parent artery; therefore, a stent was deployed to secure the coil. The patient was reported to be fine.